Event description:
The dr was unable to insert the iab into the hemostasis valve. (Event complications: unknown-reported 2/28/97. (Pt's current status: unk-rpt'd 2/28/97.)

Manufacturer narrative:
Evaluation: the iab was received intact for evaluation with the membrane noted to be folded with a datascope 10 fr., 6" sheath/hemostasis valve assemlby in place over the membrane. Blood was noted on the exterior of the iab. Kinks were noted in the sheath tubing. The exposed membrane tapers were noted to be stretched and unfolded. Probable cause of difficulty: due to the poor condition of the membrane and the sheath tubing, it is not possible to determine the exact reason for the encountered difficulty. In general, difficulty advancing the iab or sheath into the pt or advancing the iab into the sheath may be attributed to one or more of the following: the user may have not drawn a sufficient vacuum on the balloon during its removal from the blister tray. If drawn, a vacuum may have not been maintained throughout the insertion procedure. During the insertion and advancement of the sheath, the sheath may have hit the opposing wall of the artery causing it to kink. The pt may have a severe vessel tortuosity resulting in poor balloon insertion and advancement into the sheath. During iab insertion, the balloon tip may have hit the opposing wall of the artery as it exited the end of the sheath. It was only rpt'd that the balloon could not be inserted. Since the sheath was in place over the catheter tubing, difficulty must have been encountered advancing the balloon through the sheath. The condition of the device supports the rpt'd difficulty.